Event description:
Additional information was received from a consumer. The patient was a victim of a pocket fill. The issue had been resolved.

Event description:
Additional information was received from the consumer. The indications for use were non-malignant pain, other chronic/intract pain ( trunk/limbs), and epidural fibrosis. After the pocket fill, the patient "stopped breathing" for 15 minutes. The patient "got narcan." After, the pump was checked and a dye study was done. The pump and most of the catheter were explanted on or around (B)(6) 2016. The device would not be returned.

Manufacturer narrative:
Product ID 8781 (B)(4) unique identifier (UDI): (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and her spouse on 16-mar-2018. They reported that the pump was explanted on (B)(6)2016 and they had the pump in their possession. They stated that they had no concerns with the performance of the pump.

Event description:
It was reported within 10-15 minutes of the patient being refilled on 2015 (B)(6), the patient began to get really drowsy and went into respiratory arrest in the physician¿s office after refill. The patient was getting a narcan drip and was breathing on her own, but would dose off from time to time. The healthcare provider (hcp) tried to access the pump and got back 0 milliliters (ml) and had filled with 40ml earlier on the date of this report, but during the refill she was certain she was in the pump. It was noted, she injected and aspirated 5ml of saline later on the evening of this report. The pump was programmed to minimum rate. The patient was somnolent and toxic. Another hcp inquired about withdrawing mediation from the pump pocket. It was further reported, the patient was ¿critical.¿ it was noted, the physician was unable to push medication through and had readjusted the needle and thought she was in the space. The physician was able to aspirate the old medication, but was not able to inject the new medication and thought ¿she was up agai nst a wall in the pump.¿ she adjusted her needle and was able to then inject medication. Twenty minutes later, the patient went into respiratory arrest in the office. The patient was transported to the hospital where she was put on a narcan drip in the intensive care unit (ICU). The patient experienced an altered mental status and overdose symptoms. The location of the issue or symptoms was the device pocket. The following day, the drip was stopped and the patient was ready to go home. The patient experienced a pocket fill and was hospitalized. It was also reported, the hcp attempted to do a dye study prior to refilling the pump again, but was having difficulty aspirating; however, they were able to aspirate from the catheter access port (cap) after initially pushing forward. A dye study had been performed earlier and they were unable to aspirate and had to push first and then were able to aspirate. It was further reported there was no drug in the catheter. There was fentanyl 2000 mcg/ml in the pump tubing and the reservoir contained fentanyl 1000 mcg/ml. The catheter would be primed. It was noted, the patient was ¿doing fine¿ and was receiving effective therapy. The cause of the difficulty filling/aspirating the pump was not determined. The difficulty filling the pump did not result in drug being filled directly into the patient. The pump was being used to deliver fentanyl. The cause of the difficulty filling/aspirating the pump, if the pump was able to be filled and other information regarding the pocket fill was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID neu_refillneedle, serial# unknown; product type accessory. (B)(4).